Event description:
Client developed itching and bumplike rash after using the latex gloves. Symptoms lasted for 2 to 3 weeks. Client has tried several medications such as hydrocortisone, benadryl and alcohol but stated they worsened her symptoms.